Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via email that the pump had a no delivery alarm. The blood glucose at the time of the incident was unknown. Mother states that her son's pump failed to delivery insulin. She states the pump alarmed no delivery only till there were 9.8 units of back pressure. Troubleshooting was not performed, because the customer name was not captured. The customers mother state the pump is being replaced. The device will be returned for analysis.